Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'loss of vacuum pressure¿ with a potential root cause of 'reservoir is damaged (pinhole etc.).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): drain to y-connector. Y-connector to suction source."

Event description:
It was reported that an evacuator had a leak in the reservoir. No patient impact reported.